Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Based on the device and data analysis the cause of the issue was a defective component.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during preventive maintenance when the automated impella controller was powered "on", "system self check failure" was displayed. There was no patient involvement.